Event description:
Caller reported an occlusion issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform a series of steps, including disconnecting and reconnecting tubing, delivering bolus units, and using a new cartridge. The bolus was successfully completed, and the customer resolved to replace supplies as necessary and resume insulin.